Event description:
It was reported that the patient underwent a gynecological procedure on unknown date to treat stress urinary incontinence and pelvic organ prolapse and pelvic floor repair mesh and solyx were implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 to treat stress urinary incontinence and pelvic organ prolapse and pelvic floor repair mesh was implanted. The patient experienced mesh erosion, pain, infection, dyspareunia and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced recurrence, vaginal scarring, and urinary problems. It was reported that patient underwent mesh revision and placement of solyx sis system (boston scientific) device on (B)(6) 2010 due to recurrence and to treat stress urinary incontinence. No additional information is provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and posterior repair due to cystocele and rectocele. It was reported that patient underwent suture removal on (B)(6) 2011.

Manufacturer narrative:
It was reported that the patient also underwent tvh on (B)(6) 2010.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh excision on (B)(6) 2014 by dr. (B)(6).

Event description:
It was reported that the patient underwent mesh excision on (B)(6) 2014 by dr. (B)(6).